Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell off the customer's jeans and the pump touch screen became shattered. Customer is unable to access pump menus due to the shattered touch screen. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.